Event description:
The user facility reported that water and steam were leaking from the steam generator. The fire alarm was activated but the user facility was able to notify the fire department to cancel the alarm. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the generator and found that there was a large leak from the bottom element gasket. The technician replaced the gasket and element and returned the unit to service; no further issues have been reported.